Manufacturer narrative:
The device has been returned and is awaiting analysis pending sterlization. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the tubing pulled free from the device after it had been connected to the patient, and that it leaked. The report states that the patient did not incur an injury as a result of the event.